Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the leads go down the patient's leg to their ankle. The patient stated that the infection was eating a hole in the side of their leg just above the ankle. The patient confirmed the leads were infected, roughly around 1999. The patient stated they cut the leads back. The patient said they were going to amputate the leg but the healthcare professional (hcp) instead did a 10 hour surgery to clean out the area. The patient stated they were given antibiotics. The patient said that after this they stopped using the device, but they just left it in their body. The patient did not have a managing hcp so listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they did not know which devices were left in the patient's body as it was too many years ago. The hcp said they left the devices in because they were not infected at that location and they would perhaps be traumatic to remove them. The hcp said there were no problems with the devices being left in the patient's body and the infection of the leads had been resolved. The hcp also provided operative notes from the explant surgery which provided a gross description of "in formalin is an electronic device with four lead wires encased in plastic and an attached wire, 22cm long, 1.7cm in greatest width, the wire being 0.3cm. Attached to the wire is a small amount of fibroconnective tissue with sutures. The tissue is dissected free and submitted in one cassette." A final diagnosis was provided as "nerve stimulator device with attached fibroconnective tissue showing synovial metaplasia. No thermal artefact is histologically identified. The operative notes also stated that the an acute ulcer over the lead became infected and at the lead tissue junction there was evidence of inflammation. Another gross description provided was "received in formalin "left ankle" is a nerve stimulator device consisting of a 4 silver colored metallic leads with overlying plastic and mesh measuring 4.2 x 0.6 x 0.2cm. This is attached to a lead measuring 6.6cm in length by 0.1cm in diameter. Portions of the soft tissue adherent to the mesh are removed and submitted in cassette 1." A final diagnosis was provided as "left ankle: nerve stimulator, for identification only, accompanied by dense fibrosis connective tissue with suture granuloma and very mild, mainly perivascular chronic inflammation. No acute inflammation was his to logically identified." No further complications were reported/anticipated.